Manufacturer narrative:
The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. The chamber was visually inspected for damage and connected to a water bag. Results: no damage was found to any part of the returned chamber. When the chamber was connected to a water bag the chamber stopped filling 4mm below the maximum fill line. The float system and chamber are operating correctly. Upon the return of the device the lot date of the mr290 autofeed humidification chamber was noted to be 131130 (30 november 2013). No complaints have been received for this lot date. Conclusion: we could find no fault with the chamber and therefore could not determine the cause of the damage reported by the customer. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The user instructions which accompany the mr290 autofeed humidification chambers state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a spiked water bag has overflowed into the circuit and filled an mr290v vented autofeed humidification chamber during set up. This occurred prior to patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a spiked water bag has overflowed into the circuit and filled an mr290v vented autofeed humidification chamber during set up. This occurred prior to patient use.